Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: eon mini ipg, model: 3788ans, serial: (B)(4),, UDI: (B)(4),batch: 3143585.

Event description:
It was reported that the patient had one of their ipgs explanted on an unknown date for an unknown reason. No further information is available at this time.